Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
When a company field svc engineer was onsite for preventative maintenance, the doctor reported that they had noticed the gantry slip when the system was powered down. There was no pt involved.